Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was evaluated, and revealed the following: the crimped valve has a bent strut outwards at inflow side. The valve strut remained bent on deployed valve. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported frame damage was confirmed based on evaluation of provided imagery. Since device was not returned, engineering could not perform any visual, functional or dimensional testing. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Access vessel characteristics (such as calcification, tortuosity, undersized vessel diameters) and/or steep angle of insertion can create a challenging pathway for delivery system insertion/advancement through the sheath. If additional device manipulation was used, it could have led to the valve struts interacting with the sheath shaft and/or liner during thv insertion, and/or calcium nodules once the thv exited the sheath (especially if compounded with vessel tortuosity), resulting in the bent strut at the valve inflow side, as seen in imagery provided. However, in this case, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transaxillary approach. After the valve did exit the tip of the 14 f esheath plus sheath, it was observed that a valve strut was bent like a fishhook. Retraction into the system was not possible without causing severe damage to the vessel, and conversion to surgery was ruled out due to patients poor overall condition. Consequently, the valve was implanted. After devices removal, it was noted that the esheath plus liner was torn. After procedure, patient was sent to another CT scan, was asymptomatic and in stable condition and did not suffer any injury due to the event.